Event description:
It was reported that the patient died. The patient arrived to the emergency room (ER) with the alert tones "going off". Interrogation of the device indicated the lead alert was "tripped", there was a high number of short intervals, impedance changes and "some" non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. There was an "apparent" lead fracture of the rv lead. The physician had the device detections "turned off" in the ER. The patient was admitted to the hospital for observation and a lead "revision" on the next calendar day. When the manufacturer's representative called to the hospital on the day of the lead "revision" the representative was informed that the patient had expired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead, (B)(6) 2009, 5076 implantable pacing lead (B)(6) 2006.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.